Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Reaming went past medial wall. Dr (B)(6) refuses to use acetabular check point. Claims he will use the check point next time. Case was completed successfully without harm to the patient. Case logs, reports, pictures and x ray are in the complaint folder under dr (B)(6), sx (B)(6) 2019. Case type: tha. Update: the estimated discrepancy: " based of the x-rays provided I would estimate 3-4mm deep."

Manufacturer narrative:
Reported event: reaming went past medial wall. Doctor refuses to use acetabular check point. Claims he will use the check point next time. Case was completed successfully without harm to the patient. Case type: tha. Update: the estimated discrepancy: ¿based of the x-rays provided I would estimate 3-4mm deep." Method & results: product evaluation and results: the acetabular wall was reamed through during the case, but no system malfunction was found based on the log analysis. Product history review: review of the device history records associated with rob indicate that on 23/08/2016 quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - inaccurate resection - user error. Conclusions: the acetabular wall was reamed through during the case, but no system malfunction was found based on the log analysis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Reaming went past medial wall. Dr (B)(6) refuses to use acetabular check point. Claims he will use the check point next time. Case was completed successfully without harm to the patient. Case logs, reports, pictures and x ray are in the complaint folder under dr. Case type: tha. Update: the estimated discrepancy: " based of the x-rays provided I would estimate 3-4mm deep."